Event description:
The dealer alleges that the veranda 4000 wheelchair has a issue with the front riggings locking into place . Out of box failure.

Manufacturer narrative:
Per tech inspection, front riggings have play and swing when locked into place.

Event description:
Per tech inspection, front riggings have play and swing when locked into place.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.